Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
The medium ligaclips didn't close properly when fired - the ends were not in contact. No negative event for patient.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the picture, 1 clip can be fully observed, the clip appear to be malformed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.